Event description:
It was reported that patient received an hto osteotomy of the left knee on (B)(6) 2014 due to varus gonarthrosis. A wound-care resection was performed on (B)(6) 2015 due to a low grade infection and a test revealed the presence of propionibacteria in 2 of 4 samples. After one month, the test was repeated and no bacteria was found. After this wound-care-revision, there were no further signs of any infection. Surgery site was found to be normal and removal of implanted screws & plate is not necessary.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device is not being returned. A definitive cause of the event cannot be determined. The organism identified in the culture is an anaerobe bacteria commonly found in sebaceous glands and follicles. Cross contamination is the most likely the cause of the condition reported. There was no issue found with the sterilization of this lot. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Parts remained in the patient.